Event description:
It was reported that one day post-implant during a device check, the device could not be interrogated, despite applying multiple techniques including trying multiple programmers. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2014. (B)(4).